Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. In addition, the battery gauge jumped from 30% to 100% without being connected to a power source. Customer reported blood glucose (bg) level was 269 (mg/dl). Customer stated the pump would be used to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received.